Event description:
While attempting to pace a female pt, the device's pacer current was not adjustable. The clinician obtained another device to continue treating the pt. The pt subsequently expired, however it was not a result of the reported malfunction.